Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin delivery.